Event description:
During manufacturer review of the patient's vns programming history, it was noted a faulted systems test occurred on (B)(6) 2007 which changed the vns programmed settings. The settings were all corrected except for the magnet on time, which was previously at 0ma and was now at 1ma. The magnet output current was later corrected on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.